Event description:
Customer alleged that advantage blood glucose test strips were labeled with an expiration date of 12/31/2007. Batch records show the actual expiration date to be 12/31/2004. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.